Manufacturer narrative:
Reason for reoperation: deflation; capsular contracture, baker grade unknown; ¿lymph nodes have been up¿.

Event description:
Patient reported right side deflation, "contracture [baker grade unknown] happened again", "lymph nodes have been up¿, "itchy rash for a couple of weeks", and "has a lot of fear connected to all of this". Patient additionally reported the following events, which are not device-related: ¿lots and lots of nerve problems and nerve tissue neuropathies¿, ¿carpal tunnel¿, ¿torn rotator cuffs¿, and ¿obstructive & central sleep apnea¿, "connective tissue problems¿, "rheumatoid arthritis¿, ¿thyroiditis¿, "pretty exhausted¿, "lumps on [their] legs, below the knee¿, ¿entrapment in bilateral elbows¿, ¿back has herniations¿, and ¿heart rate problems¿. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture and lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, rupture, and lymphadenopathy.

Event description:
Patient reported right side capsular contracture, baker grade unknown, rupture discovered via ultrasound, and lymphadenopathy. Device remains implanted.